Event description:
It was reported that the customer was hospitalized for hbgs and chest pains. Prior to the event, the customer had hbgs in the morning and did not do an entire set change. The cause of the event has not been determined by the md. It was indicated that the customer was treated with a manual injection at the hospital. Troubleshooting was performed and the pump passed the functional tests. The customer was educated on the two hbg rule.